Manufacturer narrative:
(B)(4). Batch unknown. Investigation summary: as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during the sigmoidectomy surgery, after fired, could not open the jaw. As the tissue was cut off, removed the device from the patient through tissue gap. There were no adverse consequences to the patient. No additional information could be provided.